Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare provider reported a right side event of ¿capsular contracture, scar tissue, painful breast deformity¿. Baker grade specified IV." The device has been explanted and replaced.

Event description:
Healthcare provider reported a right side event of ¿capsular contracture, scar tissue, painful breast deformity¿. Baker grade specified IV." The device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.4., b.3, g.2.